Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a "suspected" balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous central vein. Another manufacturers' guide wire was advanced and then this 1.5mm x 20mm x 143cm sterling es balloon catheter crossed the lesion. An attempt was made to inflate the balloon; however, "pressure did not go up and the physician suspected a balloon rupture". The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.